Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision of a primary emp.

Manufacturer narrative:
The alleged complaint is confirmed. Mpo confirms a fractured tibial base from review of provided images. Mpo did not receive any incident or patient specific information. The subject manufacturing lot completed the manufacturing process in (B)(6) 2021, which is approximately 48 months prior to the time of awareness of this occurrence. Review of the device history record (DHR) for these lots indicates that these products met all established acceptance criteria throughout the manufacturing process. Review of historical complaint data reveals no other reported complaints involving these lots. Review of provided images confirms that the tibial base has experienced a transverse fracture that extends from the anteromedial compartment to the posterolateral compartment. Regarding the porous surface, the tibial base does not present evidence of bony tissue that would be expected from an adequately supported tibial implant. Additionally, the medial side contains less soft tissue presence compared to the lateral side. These findings could be indicative of an inadequately supported tibial implant, particularly in the medial region. The complaint part has not been returned. Furthermore, mpo has not received any radiographic images to evaluate implant positioning over time. The current microport knee systems package insert (150806-4) lists "fracture by trauma or excessive loading, particularly in the presence of poor bone stock " as a possible adverse effect of total knee arthroplasty. It also states that "the patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the joint replacement have been implicated with failure of the reconstruction by page 14 of 16loosening, fracture and/or wear of the prosthetic components. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic postoperative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components." There were no current trends identified per mpo trending procedures. This report is the first complaint of fracture involving an evolution biofoam tibial base from france. Mpo will continue to monitor this issue through complaint tracking. Methods: device not returned (4114). Analysis of production records (3331). Trend analysis (4110). Results: fracture problem (3252). Conclusions: device met specification. Device was used for treatment. Cause not established (4315). Cause traced to user (19). Known inherent risk of device (22). Correct type of reportable event: serious injury.